Event description:
Related manufacture reference number: 2017865-2023-14084. It was reported that the patient presented during the emergency room. The patient experienced discomfort due to inappropriate shocks from an unknown cause. The physician at the emergency room noted that was an unknown issue noted on the left ventricular lead. No interventions were performed. The patient was discharged from hospital.

Event description:
Additional information received noted that the device was explanted and on 12 jun 2023. The left ventricular lead was also capped on the same date. There were no patient consequences.

Event description:
Additional information received noted that the device was explanted and on 12 jun 2023. The right ventricular lead was also capped on the same date. There were no patient consequences.